Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found there was a leak from the biopsy channel, the adhesive on the distal end was scratched, and the adhesive around the objective lens was partially missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during an unspecified procedure, a black substance was released in the patient by the device and the patient stated it was very painful. Additional details were requested regarding the reported event. No additional information was provided. The customer reported there was no patient injury or adverse event due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, due to an air leak in the forceps channel, it may be possible that the device was not properly reprocessed, so the black ink remained inside the scope and flowed inside the patient. However, the details of the black ink were unknown, and the phenomenon was not confirmed. Therefore, we could not determine why this phenomenon occurred, and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 5 reprocessing: general policy. 5.2 precautions. Failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Prior to each patient procedure, confirm that the endoscope has undergone proper cleaning and disinfection, or sterilization. If it is determined that the endoscope has not been properly reprocessed, reprocess it again following the instructions given in this manual. Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak poses an infection control risk to patients and operators and may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Olympus will continue to monitor field performance for this device.